Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, poor r-wave and high impedance were observed. The physician replaced the lead and completed the procedures after multiple attempts were unsuccessful. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.